Event description:
Patient was taken to the operating room for take-down of his glossopexy, cleft palate repair and myringotomy and tube insertion. At the end of the procedure, a small blister was noted in left corner of the mouth. Approximately four hours later, the blister was gone and the area was red in appearance.======================manufacturer response for electrosurgical generator, forcetriad (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.